Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1880 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that 8 hours after PICC was placed, there was no blood return and it was extremely difficult to flush. When nurse pushed down on catheter at the site, it worked fine. The PICC was then retracted 1 cm and it worked good.